Event description:
Report received of an underdelivery. In 2004, at an unspecified time, line a of the pump was programmed to deliver an unspecified IV fluid at an unspecified rate. At 0100, line b was programmed to deliver an unspecified concentration of mesna at a rate of 25ml/hr. At 0830, the nurse found the msna bag "half full when it should have been almost gone." The infusion was continued until completion. The device was then removed from clinical use. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicated that the pumjp continued to be in use after the reported event date; therefore, the event data was overwritten by subsequent information.